Event description:
The customer reported finding moisture on tubes and racks on a unicel dxc 600 pro synchron system. Upon further inspection, the customer stated that there was fluid in the shuttle area and fluid was flowing out from under the cap piercer wick assembly. The customer reported that there were no vacuum errors and no disconnected tubing on the instrument. The leak was contained to the instrument. The operator was wearing a lab coat, gloves, and eye protection. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated in connection with the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse manually filled the cap piercer shower assembly with fluid and manually activated the valve to find the leak, but the leak was not observed. The fse replaced the wick assembly and checked the hydropneumatic section, and still the leak was not observed. The fse primed the cap piercer assembly and ran capped tubes through the instrument without any leaks or other issues. The fse determined the cause of the leak was either the wick assembly or pinched tubing behind the hydropneumatic drawer that was resolved when the hydropneumatic system was pulled out. (B)(4).